Manufacturer narrative:
The pt identifier was not provided. Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(4). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s3 roller pump stopped during a procedure as a result of a pressure alarm. There was no report of pt injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s3 roller pump stopped during a procedure as a result of a pressure alarm. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) received a report that the s3 roller pump stopped during a procedure as a result of a pressure alarm. The pump was hand cranked until the pump resumed normal function, approximately 2 minutes. The service representative replaced the pressure sensor. The system tested without issue. Since this action, there has been no other report of re-occurrence received. No trend has been identified for this type of issue. No nonconformities were noted during manufacturing record review. The issue will be monitored for trends and if identified, corrections will be recommended.